Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarm or no excessive no delivery alarm during our testing, the motor was tested outside of the device and passed. However, the insulin pump was received with minor scratched lcd window, broken battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via social media post that his insulin pump alarmed with motor error several times over the last few weeks. The customer was then reached on the phone and he reported cracks on the reservoir tube lip. His blood glucose at the time of incident is unknown. Troubleshooting occurred and the customer was advised to revert to a medically prescribed back-up plan. Troubleshooting was declined for the motor error issue. The insulin pump was returned for analysis and a replacement pump was shipped to the customer.